Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, there was an air leak observed for the device. There is no reported harm to any patient.

Event description:
Addendum (B)(6) 2022: event took place, during the middle of a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a little delay. Details of the delay are not known.

Manufacturer narrative:
Additional information has been received, from the customer. This supplemental report is being submitted to provide this information. Customer reported, that event date is not known. It is not known, if the procedure was completed with the same device or a different device. It is not known, if device was inspected prior to use. Concomitant devices used in the event are not known.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and legal manufacturer's final investigation. The device was returned. Where it was found, that the issue was not reproduced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.